Event description:
Boston scientific reported information that one day post implant the patient received three inappropriate shocks due to oversensing of noise. It was noted that the x-ray did not show any significant findings. An electrogram (egm) strip was sent to boston scientific technical services (ts) for review. Upon review of the egm, ts discussed that it was possible air could be trapped in the pocket. The field representative noted that they were unable to reproduce the noise even when pressing on the pocket. Subsequently, tachycardia therapy was temporarily programmed off in the device since the physician agreed that there was air in the pocket. The patient was seen a few days later and therapy was programmed back on. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.